Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 10 of 11 for the same event: it was reported that during an unspecified surgical procedure, it was observed that two small battery drive devices would not work when used together with nine battery devices. According to the report, the battery devices appeared to short out when used with the small battery drive devices. It was further reported that the battery devices were dead when tested after the surgery, although the universal charger device showed that they were fully charged. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not causing the battery devices to short out. Therefore, the reported condition was not confirmed. It was noted however that the device was making an unusual noise when switching from forward to reverse and when oscillating. The assignable root cause was determined to be due to wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.